Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/27/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged call service alarm issue was duplicated in the evaluation. The pump powered up with auditory and vibratory features and emitted a language file corruption related hard call service alarm that could not be cleared by pump reboot. The remaining testing could not be completed. Review of black box history found the language file corruption related alarms. Investigation determined that the language file corruption related call service alarm was the result of a defective discrete component on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient's blood glucose reading was >/= 500 mg/dl with unspecified level of ketones, nausea, extreme thirst, and excess urination. It was reported that the patient was treated by medical personnel at the hospital with insulin via injection and intravenous fluids and had remained hospitalized. The patient allegedly discontinued pump therapy with no recent adjustments to the pump setting. Reportedly, the pump alarmed for call service 069, a language file corruption related alarm. No additional detail was provided regarding the incident because the patient was unable to talk. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged call service alarm of unknown causes.